Event description:
During a clinic follow-up, r wave amplitude variation and a loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.